Event description:
It was reported through technical services that high impedances on the svc and hvb portions of the lead, as well as, oversensing were observed. There was a possible lead fracture. The lead was capped and no patient complications have been reported as a result of this event.